Manufacturer narrative:
The reported event of helix damage was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. No anomalies were noted.

Event description:
It was reported, that during initial implant procedure. Patient's new implanted lead helix was damaged and bent. The lead was not used. And the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.